Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
At an unspecified time during ivtm therapy patient rewarming, the thermogard console (sn (B)(4) displayed a mid14 (bg power supply) error message. The issue occurred after placing the console on standby and exchanging to a new saline bag and restarting the console. The user was unable to clear the mid14 error message. Following this, ivtm therapy was discontinued as the patient no longer needed therapy and likely achieved target temperature. No known impact or patient consequence was reported.